Manufacturer narrative:
Correction: the device was a surgical reject. This report is filed november 21, 2016.

Manufacturer narrative:
This report is filed on october 24, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently, the device was explanted (date not reported). The patient was re-implanted with a new device during the same surgery.